Manufacturer narrative:
(B)(4). D10. G7 osseoti 4 hole shell 58mm g item# 110010247 lot# 67130424. 40mm i.d. Size g neutral liner item# 30104007 lot# 67377895. Z1 std col cmtless sz 3 item# 611201030 lot# zb2500620. Bone screw self-tapping 6.5 mm dia. 20 mm length item# 00625006520 lot# 67283893. Bone screw self-tapping 6.5 mm dia. 30 mm length item# 00625006530 lot# j7916823. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient underwent an initial right total hip arthroplasty subsequently, at a follow-up 2 weeks later, noted erythema and fibrous exudate at the incision site and prescribed antibiotics. At the next follow-up, one moths later, it was resolved with all implants in place without complication. Diligence is completed and no further information on the reported event has been provided.